Manufacturer narrative:
(B)(4).

Event description:
Rn called to report an event to a peritoneal dialysis pt. It was reported that the catheter extension set was just applied to this pt. The pt then performed their dialysis treatment and when the pt disconnected, the end ripped off. As a result, another new extension set was applied by the rn and the pt was given a prophylactic dose of antibiotic. The pt is reportedly fine and able to continue peritoneal dialysis as ordered. The lot is unk. The sample is available for eval.